Event description:
The needle kept coming out of the vein by itself when the blood tube was placed in the luer adaptor. There were multiple attempts with this patient with the same results. Several nurses have also reported this same difficulty. This product has been on the unit for less than a year with poor results.